Event description:
(B)(6) 2018, part of grey stopper in solution after being activated. Vial mate system: using azithromycin 500mg vial, auromedics lot # cam180007, exp: 04/2020. Vial mate system used for azithromycin 500mg vial. When vial mate system was activated, a small piece of the rubber stopper from the azithromycin vial was in the reconstituted solution. The ivpb was not administered.